Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was experiencing high blood glucose of 409 mg/dl. During troubleshooting for high blood glucose air bubbles were noted. Four air bubbles were noted in the tubing, fixed prime was performed until they were purged out. Insulin was not stored at room temperature, customer was advised cold insulin may cause air bubbles in the reservoir which will result inaccurate insulin delivery. Customer was unable to clear air bubbles and was advised to do a complete set change. Customer is not returning the reservoir for further analysis.